Event description:
It was reported that during cardiopulmonary by-pass, air was noted to have been introduced into the inlet of the bubble trap. After investigation the venous bubble trap the perfusionist observed bubbles at the 3-way (blue) stopcock of the venous bubble trap. The introduction of air appeared to be coming from the outside of the venous bubble trap. The amount of air increased when the venous pressure (negative) was increased. No air was introduced into the pt, as seen or measured by the cellsaver. The case was completed with the device. (B)(4).

Manufacturer narrative:
(B)(4). The initial report assessment for this event was made 07/11/2014 as not reportable. A health hazard eval was initiated and the hazard has been defined. Based on new info available 08/01/2014, a re-assessment of the reporting obligation was performed and this event was determined to be reportable. Maquet cardiopulmonary is aware of similar complaints and an internal process (B)(4) was initiated to determine the root- cause and implement the appropriate corrective action. A supplemental medwatch will be submitted when add'l info becomes available.